Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to request a replacement insulin pump. Customer stated that she received the field notification letter. Customer stated that she was hospitalized for diabetic ketoacidosis in 2010. Customer's current blood glucose reading is 135 mg/dl. Advised customer a replacement will be shipped. Nothing further reported.